Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device clinical data indicated that CPR was being performed when the device was performing the analysis of the rhythm. It was determined that the device analyzed the rhythm correctly everytime per the technology available. This claim is being closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.